Event description:
A us distributor reported that a battery charger had battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery/charger faults) was confirmed due to the l4 inductor being damaged and knocked off the bedside board. The charger was unable to charge a battery pack. The root cause for the damaged l602 inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.